Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens because vaulted asymmetrically (z-syndrome) post iol implant. The patient was scheduled for yag. Additional information has been requested, but has not been received.